Event description:
Careflight air ambulance dispatched to a regional hosp for pt transfer. Pt in full arrest upon arrival. Connected to pacer and showed slight improvement. Pacer intermittent throughout flight to another hosp and pt expired at the receiving hosp. Intermittent pacer problem traced to faulty connector cable.